Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod for less than an hour their blood glucose level had rose to 350 mg/dl. In addition the patient reports the pods cannula had not deployed and the pink slide did not move forward upon initial activation. As treatment, the patient administered a manual shot of insulin via syringe.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The downloaded data shows that the device delivered 0 pulses and is in pod state 14. Pod state 14 indicates that the lump of coal state and the user exceeded the allowed time to complete activation of the device. The device functioned properly.